Event description:
This report was received from (B)(4) and is a spontaneous report from a physician via a baxter sales representative. In (B)(6) 2010, the home patient (hp) started catheter implantation for pd therapy for unreported indication. On (B)(6) 2012, the hp experienced abdominal pain which resulted in hospitalization and a diagnosis of peritonitis. The remedial medication was antibiotics (details unknown) via i.p drip. According to the hp, she had a light diarrhea before abdominal pain. At the time of reporting, the hp is still in hospital and the outcome is unknown. The reporter stated that the peritonitis was possibly related to the dianeal solution, but was more likely related to the pd procedure and the hp's own condition. It was not reported if the hp was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.